Event description:
It was reported that the ilet user experienced a low glucose episode, treated the low with juice, then used a meal announcement as a correction which contributed to hyperglycemia followed by another low, leading to additional oral glucose and snacks and subsequent high readings. The infusion set was replaced and insulin therapy resumed, and the event was attributed to improper or incorrect use rather than a device component issue. Symptoms included hypoglycemia with shaking/tremors and subsequent hyperglycemia with blood glucose ranging from 53 mg/dl to 401 mg/dl. Outcomes included a minor injury requiring intervention in the form of oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the issue was related to overtreating hypoglycemia, with no applicable failed part or component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.